Event description:
An IV chemotherapy drug was noted to be dripping outside of the baxter international inc. Clearlink/duo-vent solution tubing set during administration. Staff verified the drip was coming from the bottom of the chamber. Infusion stopped, cleaned up with chemo spill kit.